Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek pt / xs pt serial number (B)(4) compared to an unknown laboratory method. The meter result was 4.7 inr at 9:31 am. The laboratory result was 3.2 inr at 12 pm. The patients therapeutic range is 2.5 inr-3.5 inr measured weekly.

Manufacturer narrative:
Occupation is patient/consumer. The test trips were requested for investigation. The customer was sent replacement products. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4- 3.6 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.